Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when filling the cartridge. Blood glucose was 300 mg/dl. Reportedly, the customer successfully filled the cartridge after applying more pressure to the syringe plunger.